Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted. Additional "health effect - clinical code1:" e1621, e0838.

Event description:
It was reported: "my wife (44 years old, 4 children) has been suffering from serious health problems for 3 years that could be related to this shunt. Despite multiple clinic visits, we were always assured that "everything was fine". But that is clearly not the case: 1. Intermittent, even daily symptoms: severe headaches and feelings of pressure (sometimes a flopp feeling), especially in the area of the valve. Persistent, severe dizziness, severe nausea, physical weakness and visual disturbances (e.g. Squinting) and neck pain. Extreme worsening of symptoms when standing or sitting, leading to permanent bed rest. 2. Proven problems: imaging has shown a slit ventricle (totally collapsed) for years despite stage 7, which clearly indicates chronic overdrainage. At all settings from level 3 to 7, the shunt shows no improvement - the overdrainage remains." "My wife is now severely disabled and requires care, which is largely due to the ongoing problems with the codman certas plus valve. Her symptoms are steadily increasing and we are very concerned for her life." Additional information received: "my wife is now forced to lie down for up to 20 hours a day to avoid multiple neurological deficits. This has not only had a massive impact on her health, but has also put a great deal of strain on our family with four children."

Manufacturer narrative:
The certas valve was not returned for evaluation (remains implanted) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined, however, a possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the device. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Additional information received from the patient's husband: "the facility has informed us several times that my wife's existing symptoms cannot be explained neurosurgically, including: overdrainage symptoms / nausea, dizziness, head pressure, headaches, neck pain, strabismus and double vision / multiple neurological deficits (clearly dependent on position). Daily pain that has persisted for years directly at the valve of the shunt. Since the facility itself cannot explain the cause neurosurgically, the conclusion is that the problem lies with the product itself." "I am therefore urgently requesting support in clarifying the shunt complications that have now existed for over three years and force my wife, a mother of four in her mid-40s, to spend up to 22 hours a day lying down - without any help or solution."

Event description:
N/a.

Manufacturer narrative:
Investigation update: DHR - product code 828814 with lot 5255525 conformed to specifications when released to stock.